Event description:
It was reported that this pacemaker system exhibited high impedances on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.